Event description:
It was reported that during use with 5 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were underfilled. The following information was provided by the initial reporter, translated from chinese to english: phase: in use. Defect; insufficient negative pressure detected, quantity: 5. Effects: no other adverse effects on patients.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customers¿ indicated failure mode of underfill based on the attached photographs. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.